Event description:
It was reported that in the morning the biomedical engineer found there was a large gap between the spring-loaded arm and the shaft of the light head of the surgical light. He checked the stability by moving the light head, then the light head dropped, which this engineer fortunately could catch.

Manufacturer narrative:
The investigation together with the supplier of the spring loaded arm revealed the reported problem is related to a crack of welding seam. Further investigation on other actual complaints shows signs of endurance of this welding seam. Drager is in progress to inform the FDA about a correction and removal concerning the spring loaded arm of the surgical light.